Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported device damage by another device (caused damage) appears to be related to the difficulties with visualization; therefore, attributed to procedural conditions. The reported poor image resolution was due to patient anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other mitraclip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report that the clip delivery system (cds) caused damage to the implanted clip. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4+. There was some difficulty with visualization during the procedure due to the patient anatomy. The first clip delivery system (cds 80924u141) was advanced to the mitral valve, and the clip was deployed. A second cds (80929u110) was advanced to the mitral valve; however, while grasping of the leaflets, the second clip destabilized the first clip. The first clip then detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The second clip was repositioned for stabilization of the slda clip. Two clips were implanted, reducing mr to 2-3+. No additional information was provided.